Manufacturer narrative:
G4: 24apr2020. B4: 27apr2020. It was determined that this complaint is a duplicate of an existing complaint, for which MFR. Report #:2031642-2019-10023 was submitted. Any additional information will be submitted under the initially reported MFR. Report #: MFR. Report #:2031642-2019-10023. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/21/2019.

Event description:
The customer reported a ventilator that shuts down after start up. There was no patient involvement / harm.